Event description:
The patient had 2 trial leads implanted with the same lot number. It was reported the patient had a fever after the trial procedure. The physician removed the leads and ended the trial early. The fever resolved and no further interventions were necessary.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.